Event description:
It was reported that caller experienced cgm error 42 while using g6 sensor. There was no reported impact to the customer¿s blood glucose level. Technical support guided caller through complete pump reset steps, including charging, placing pump in storage mode, and restarting pump to confirm settings, and after the reset caller reported pump function seemed normal and planned to wait for sensor warm-up period and call back if issue returned.